Event description:
It was reported patient's therapy became less effective following an ablation procedure wherein patient's ipg was not put into surgery mode. Next course of action is underdetermined at this time.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.